Event description:
The customer reported being in the hospital due to high blood glucose of 721mg/dl. The customer experienced abdominal pain, vomiting, and diabetes ketoacidosis. Troubleshooting was performed, and the drive support cap appears to be flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.